Event description:
The patient was revised because of osteolysis, wear of the insert and loosening of the femoral component, tibial tray and patella.

Manufacturer narrative:
The products were not returned for examination. Product information required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of products to examine and insufficient product information. The initial reporting indicated the products were not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.